Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿arthroprosthetic cobaltism: neurological and cardiac manifestations in two patients with metal-on-metal arthroplasty¿ was reviewed for MDR reportability. The article reviewed two cases of asr xl implants. The first case is captured on a linked pc. Case 2 of 2: (B)(6) male received revision 40 months post previous revision. Initial implantation and specific product related to initial implantation not clarified. One year after post first revision patient harms reported: cognitive decline, vertigo, hearing loss, groin pain, rashes, dyspnea, elevated cobalt (co) levels ranging 23 mcg/l. Intra-operative findings with second revision: metallosis. Product related findings: acetabular cup wear, femoral head wear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.